Manufacturer narrative:
Through follow-up, steris endoscopy learned that facility personnel found the issue the next day when they went to utilize the insufflator system for a patient procedure. The system was reading empty resulting in a procedure delay. The connection was tightened and no further air leak was noted. A steris endoscopy product specialist arrived onsite and spoke with user facility. The specialist learned that the user facility did not remove the existing post valve gasket on the co2 supply tank. Instead they installed the hose and yoke assembly on top of the existing gasket seal, which did not allow the yoke to fully connect to the tank resulting in the reported event. A steris endoscopy field service engineer counseled facility personnel on proper maintenance of the insufflator system. The co2mpact endoscopic insufflator® system operator's manual (3180653) provides the user with the following information: "before each use the following procedures or inspections should be performed: visually inspect the co2mpact endoscopic insufflator® system for external signs of damage. Inspect the electrical connections. Do not use if inspection reveals damage." No additional issues have been noted.

Event description:
The user facility reported that co2 was leaking from the co2 source tank while connected to the co2mpact unit with hose and yoke assembly, resulting in a procedure delay. No report of patient harm.